Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6).

Event description:
Physician reported that patient is still doing medical examinations to evaluate the problem. Patient reported left side suspected rupture. Device remains implanted.